Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between april 9th and april 10th, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed, and it was noted that there was an apparent pinhole size leak and small stream of a smof lipid type of tpn solution visible leaking out of the bottom left side edge of the eva lay-flat edge of the bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 3000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked. One bag leaked from the back of the primary container, and the other bag leaked near side of the bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.